Manufacturer narrative:
Sections with additional information as of 21-april-2021: d8: was this device serviced by a third party. D9: device available for evaluation. H2 device evaluation. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and strips were returned for evaluation. Reported defect not reproduced.- no defect found most likely underlying root cause: mlc-020 user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back test results of 122 and 73 mg/dl. The customer was not using the proper testing technique. The customer did not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Customer was testing same hand and different finger. The product is not stored according to specification and is stored (kitchen). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).